Manufacturer narrative:
The handpiece has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation has been completed.

Event description:
It was reported that a patient and surgeon each received a burn simultaneously from the handpiece overheating, during a full mouth extraction. An antibiotic ointment was applied to the patient burn, but the surgeon did not require any treatment. The procedure was completed successfully with another device. No further medication or treatment was required for the patient or surgeon, and there is no expected permanent damage or scarring caused from the burn in either case.